Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) for decreased blood glucose (bg). Bg value not provided. A pump log review was performed, and the pump is functioning as intended. Multiple attempts were made to obtain additional information on the hospitalization; however, no response was received.